Event description:
It was reported that allset gold ssp hla-abc low res kit, catalog #54340d, lot #038 1360419 and lot #038 1391657 are producing weak false positive bands in lane 78 which is leading to incorrect results. This result has been seen on more than one occasion and the user has confirmed that the wrong results are produced by running the same sample with a secore kit. This results in a mistype. Customer complaint #(B)(4).

Manufacturer narrative:
Add'l lot #: 038 1391657. Add'l exp. Date: 11/31/2014. Add'l device manufacture date: 06/2013. Investigation for allset gold ssp hla-abc low res kit - (B)(4) tests catalog 54340d, lot #038 1360419 and lot #038 1391657 is on-going.